Manufacturer narrative:
On (B)(4) 2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On (B)(4) 2016 a medtronic representative, following-up at the site, reported after the orbic was re-booted they were able to transfer the images to the navigation system. At this point, the surgeon had already finished placing screws using 2d fluoro, subsequently navigation was abandoned. The surgery was successfully completed. On (B)(4) 2016 software analysis was unable to determine probable cause with the information provided. Reported issue could not be replicated. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, the site took a spin with the orbic 3d c-arm and the exam did not transfer. The navigation system displayed the message waiting for exam to be transferred, however, nothing happened. The c-arm would not allow them to re-send the exam. In trouble-shooting, the c-arm was re-booted and settings were checked. The surgeon opted to discontinue the use of the navigation system to continue and completed using 2d c-arm shots. There was no delay of therapy. There was no impact on patient outcome.